Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they were getting inconsistent results for an unspecified number of patient samples tested for ca calcium (ca) on a c701 analyzer between (B)(6) 2016 and (B)(6) 2016. The customer provided data for a total of 23 patient samples that were questioned. Of these, 22 had erroneous results that were reported outside of the laboratory. The customer repeated the samples at least 2 times and used the third result to determine the correct result. The first sample initially resulted as 5.5 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting as 9.5 mg/dl. The repeat result was reported outside of the laboratory and believed to be correct. Refer to the attachment for data from samples 2 through 22. All results for these samples were obtained on (B)(6) 2016. The initial results from these samples were reported outside of the laboratory. The first repeat of these samples were performed on the same analyzer. The first repeat values were considered to be the correct values, were reported outside of the laboratory, and corrected reports were issued for these values. The second and third repeat values were obtained on a different analyzer. For sample 20, it was asked, but it is not known if the second or third repeat results were reported outside of the laboratory. The patients were not adversely affected. The ca reagent lot number and expiration date were 14850601, with an expiration date of 07/31/2017. The field service engineer determined that the sample probe was misadjusted. He adjusted the sample probe. He ran precision studies and all was within specifications.